Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional manufacturer narrative: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.

Event description:
It was reported that the sterilization department of the hospital noticed, during inspection of the instruments, some stains on several the instruments for augmentation (distal & posterior) of the femoral component. It looks like there is some rust formation on the edge. There were no patient consequences.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: according to the information received, "the sterilization department of the hospital saw during inspection of the instruments some stains on several the instruments for augmentation (distal & posterior) of the femoral component. It looks like there is some rust formation on the edge of the magnet (in the augment)." The product was not returned to medtech orthopaedics, however photos were provided for review. (B)(6). The photo investigation revealed that attun rev dst f augtrl 4xsz5-6 had foreign substances. The observed condition is likely due to improper cleaning/sterilization. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the attun rev dst f augtrl 4xsz5-6 would contribute to the complained device issue. Based on the investigation findings, potential cause attributed to improper maintenance and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the device lot number is unknown, therefore a device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed.